Event description:
The customer stated that the insulin pump had a blank display. Troubleshooting was performed and the battery cap was intact. The insulin pump was not dropped. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the electronics.